Manufacturer narrative:
Weight: patient weight was not provided. Approximate age of device - 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient came for routine clinic visit on (B)(6) 2018. Reported feeling poorly for a week, general malaise, and says primary care physician prescribed 300 mg cefdinir bid for acquired pneumonia last week but is not any feeling better. Blood cultures collected and were positive on (B)(6) 2018 for gpc in pairs and chains. The patient has a productive cough with clear sputum and has been exposed to the flu via both partner and father in-law. Home physician had given cefdinir on (B)(6) 2018 for possible pneumonia (no cultures or x-rays were taken, and he has had no improvement in symptoms). The patient was admitted for work up. Blood cultures taken in clinic on (B)(6) 2019 are positive gpc. They ultimately grow enterococcus faecalis. Patient was started on piperacillin-tazobactam IV and vancomycin initially, but this was changed to tobramycin and ampicillin on (B)(6) 2018. Ceftriaxone was added on (B)(6) 2018. No source of infection was ever found. The patient's cultures (sputum, driveline, urine) were all negative. The echo and tee appeared negative for vegetation. A gallium scan showed three small foci of increased uptake in the distal left arm, but there is no indication of injury or infection there. Remaining tests are negative. Blood cultures remained positive until (B)(6) 2018, when one is positive and one is negative. The patient was discharged home on (B)(6) 2018, on IV ceftriaxone and ampicillin through (B)(6) 2018. After final IV antibiotics, the patient was taking oral amoxicillin 500 mg bid indefinitely post IV treatment. The patient had repeat blood cultures collected on (B)(6) 2018. One is positive for staph epi but that is felt to be contaminant as it is normal skin flora. Subject's white blood cells peaked at 6.2 on (B)(6) 2018. Temp max was 98.0 on (B)(6) 2018 and (B)(6) 2018. Possibly with pump endocarditis now.

Manufacturer narrative:
Event: additional information received on (B)(6) 2019; ongoing pneumonia-related infection and vats procedure previously reported under MFR # 2916596-2019-01048. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Patient has had ongoing pneumonia-related infection over the past year with hospitalizations on (B)(6) 2018 and (B)(6) 2019. Patient was admitted for video-assisted thoracoscopic surgery (vats) procedure due to ongoing pneumonia and lung issue on (B)(6) 2019. Additional information received from clinician on (B)(6) 2019 reported the patient is currently at home. He completed antibiotics for the pseudomonas bacteremia on (B)(6) 2019 and is going to be on suppressive amoxicillin and cipro 500 mg bid for life. Patient is currently so weak he can barely stand or walk, but can move all extremities on command and strength is equal in all four. Patient is currently a full code, but has been taken off the transplant list. No additional information was provided.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.